Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had clotting the following information was provided by the initial reporter: ¿material no. 367841, batch no. 9158890 -it is reported by bd employee that her husband was called in to be redrawn due to a clotting issue with specimen. Verbiage received, - "I had an employee come to me today with a complaint about our product. Her husband had gone in for some blood work and they called them back in to be redrawn due to the original tube clotting. I don¿t believe that the hospital or clinic has filed a complaint, but she would like to file a complaint. She did state that the lab technician stated that she had another occurrence on the same tube the next day."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. The customer has indicated that they are mixing the edta tubes 5+ times. They were informed that inadequate mixing is likely the cause of their reported clotting complaint. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had clotting. The following information was provided by the initial reporter: ¿material no. 367841, batch no. 9158890. It is reported by bd employee that her husband was called in to be redrawn due to a clotting issue with specimen. Verbiage received, - "I had an employee come to me today with a complaint about our product. Her husband had gone in for some blood work and they called them back in to be redrawn due to the original tube clotting. I don¿t believe that the hospital or clinic has filed a complaint, but she would like to file a complaint. She did state that the lab technician stated that she had another occurrence on the same tube the next day."